Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the force bipolar had a jaw malfunction and would not articulate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged conductor wire to be related to the customer complaint. The instrument was found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the grip assembly. This dislodged conductor wire is preventing the jaws from articulating properly as it is stuck in between the jaws. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement, electrical continuity a energy delivery tests. No signs of thermal damage were observed. Additional observations not reported by site: the instrument was found to have damaged conductor wire insulation with exposed conductor wire at the distal end. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the residue are attributed to improper cleaning/reprocessing techniques, such as insufficient flushing. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. When placed on the in-house system, the display showed 2 out of 12 remaining lives. A review of the log files confirmed that the instrument had 2 lives left but the life indicator rotated to red.